Event description:
The patient reported that the up, down, and ok buttons were intermittently responding and required increased force to elicit a response. The patient confirmed that there was no trauma to the pump and the pump keypad was intact. The patient reportedly wore the pump in a pump case attached to a belt and did not clean the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts. Unrelated to the complaint, the display screen was found to be faded.